Event description:
The customer reported elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. This is report two of three referencing the event date noted. An initial result of 9.58 ng/ml was obtained and was not released from the laboratory. There was no patient injury or change in patient treatment associated with this event. The customer stated quality control (qc) was performing within specifications at the time of the event. The patient¿s samples were collected in 2 ml, 13x75 mm becton dickinson (bd) lithium heparin plastic separation tubes (pst). No sample issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the event could not be determined with the available information. All related medwatch reports associated with this event: 2122870-2013-00763, 2122870-2013-00764, 2122870-2013-00765.